Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a "slow rate issue" during fosaprepitant treatment. There were 302ml infused (rate 500ml/hr and volume 250ml) in 41 minutes instead of 31 minutes. This occurred in the infusion center unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.